Event description:
The patient underwent sling procedure in 2005. External bleeding at the time of surgery was less than 25cc's. The patient voided and went home and subsequently fainted/passed out numerous times. During a follow-up, a large right pelvic hematoma, estimated to be 10cm x 6-8 cm in size, was noted. No bruising on the leg was noted, no hematoma at the vaginal wall was noted, and the patient was not experiencing any voiding problems. No treatment was provided and the hematoma resolved over a three month period.